Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the bb history showed that multiple por events occurred on 06/15/2015. No battery cap returned with the pump. A test battery cap was not able to be fully secure to the pump but secured well enough to maintain an electrical connection with the pump. The battery compartment was found to be cracked above and below the bumper pad. No evidence of moisture was found inside the battery compartment. The battery compartment threads were found to be stripped/damaged. The pump was exercised for 24 hours on a 1u/hour basal rate with no power interruptions occurring. The pump case was removed and no intermittent conditions were found to the power circuit. Audio bolus button torn/punctured but responds appropriately. Investigators were unable to duplicate "no power" complaint.